Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.41 and 3.0. The time between testing was five (5) minutes. Reportedly, "milking" finger, unable to obtain sufficient blood sample and sample not applied immediately. Therapeutic range 2.0-3.0 for the pt. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of the product deficiency. No corrective action is required at this time.